Event description:
It was reported that a dexcom g7 continuous glucose monitor experienced repeated bluetooth pairing failures with the ilet, including a grace period expiration and multiple sensor replacements, after which a fourth sensor successfully connected following device restarts and pairing steps. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities, no medical intervention, and no hospitalization. Investigation included product troubleshooting and user education, review of alert history, and confirmation of sensor replacement through the cgm manufacturer. Investigation of this case revealed that connection was restored after standard pairing procedures and sensor replacement, with no device malfunction of the ilet confirmed. It was concluded that the event was attributable to cgm pairing issues that resolved with a new sensor and standard guidance, with no patient harm reported.